Event description:
The patient received an scs system on (B) (6) 2008. The patient reportedly experienced overstimulation when being programmed beginning on (B) (6) 2009. An x-ray confirmed that the leads had not moved. The physician explanted the ipg on (B) (6) 2009. The explanted ipg was returned to ans for evaluation. No additional events have been reported since explant.

Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg passed all auto testing but displayed anomalies during the saline test, which indicates overstimulation was possible. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.